Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient and manufacturer's representative (rep) met for a normal check. However, interrogation showed that charging intervals were the same and impedances looked normal and nothing out of the ordinary. Rep confirmed that the patient was getting good stimulation where she needed it however some concerns. Patient noticed that when charging her neurostimulator (ins), which was located closer to her clavicle, that it was getting warm. Rep stated patient did not report discomfort with warmth not confirm seeing temperature warning. Patient reported they noticed that when they were charging, the ins would turn off. Patients typical routine was to charge ins to full with the use of adhesive discs while watching tv, make sure it's on and puts the recharger away. Patient did not make any adjustments during these two weeks. Rep noted that patient noticed the battery was low and flashing when she would go charge. Rep noted that the patient started using adhesive discs around the time these two events were first noticed, and could be possibly related. No further complications were reported/anticipated.